Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increasing pacing and defibrillation impedance as well as high capture threshold. Fracture was suspected, but unable to be confirmed on fluoroscopy results. The lead was explanted and successfully replaced. There were no patient consequences.